Event description:
During an incident in 2003 involving a pt in cardiac arrest, this defibrillator was attached, gave a shock advisory but failed to shock. The crew switched batteries and tried again, but again the unit failed to shock. At that point another crew took over pt care, shocked and transported the pt to a hosp. The pt expired in the ER. After the incident, the unit's self-check stated "on".